Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board. The insulin pump also had a broken end cap.

Event description:
The customer dropped the insulin pump before she ever used it. Nothing further was reported.